Manufacturer narrative:
Customer declined repairs. Serial number unknown at the time of report.

Event description:
It was reported to philips that the device automatically restarts. There was no reported patient involvement/adverse patient impact.